Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, surgeon was inserting a screw into the acetabular shell when the screwdriver tip sheared off. The surgeon attempted to remove the fragment but it was lodged in the screw head. It was recessed in the screw head enough to allow the liner to seat and a liner was inserted without difficulty. The case proceeded without incident.